Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under her left breast. Patient described the rash as red, flaky and itchy. Patient has breast cancer and says chemotherapy has made her skin more sensitive. There was no alleged device malfunction contributing to the irritation. Patient confirmed seeking medical attention and was given medication for the rash that is helping.